Manufacturer narrative:
(B)(4). Device evaluated by MFR. The complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-02222. It was reported that during a peripheral treatment procedure, the coil detached prematurely and removal difficulties were encountered. The patient was undergoing repair of a "huge" aneurysm in the severely tortuous gastroduodenal artery (gda). The gda outflow was coiled utilizing 3 non bsc devices and 2 fibered interlock detachable coils (f-idc). A third f-idc was then intended to be placed in the gda and extending into the aneurysm. The renegade stc microcatheter was curved into the aneurysm and the f-idc was in the distal end of the catheter. The catheter pulled back and "flipped around" and the coil detached in an unintended location. The procedure was continued and 15 additional f-idcs of various sizes were implanted in the aneurysm. The physician was concerned with the location of the detached coil, as it was close to the superior mesenteric artery, and he decided to snare it. Difficulty was experienced during removal of the coil as a portion of it became caught on the non bsc angiographic catheter. The coil became stretched, but the physician "pulled a little" and was able to remove it successfully. It was noted that the physician was happy with the final result. There were no additional patient complications reported and the patient was "doing well" post procedure.